Event description:
On three separate cases using the envoy da guiding catheter ((B)(4)/lot unk) there was clot formation around the distal tip of the catheter. Tpa was given to the patient to reduce the clot. The customer is concerned that maybe the internal coating or lubricious lining is causing this to happen. The account inquired about the difference between the internal coating on the envoy da and the internal coating on the regular envoy products. The customer has altered their heparin drip bag from 2000 to 5000 in attempt to help eliminate the problem of clotting. Additionally, an envoy da was used in other in another case with the 5000 heparin bag and the clotting problem did not happen.

Manufacturer narrative:
The date of the event is not known. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
On three separate cases using the envoy da guiding catheter (67126095d/lot unk) there was clot formation around the distal tip of the catheter. Tpa was given to the patient to reduce the clot. The customer is concerned that maybe the internal coating or lubricious lining is causing this to happen. The account inquired about the difference between the internal coating on the envoy da and the internal coating on the regular envoy products. The customer has altered their heparin drip bag from 2000 to 5000 in attempt to help eliminate the problem of clotting. Additionally, an envoy da was used in other in another case with the 5000 heparin bag and the clotting problem did not happen. The lot number and involved device are not available for analysis, and the device was not returned for analysis. Biocompatibility testing has been performed for the envoy da and included thrombogenicity testing which met acceptance criteria. In vivo thrombogenicity testing was conducted on the envoy da (test article) and envoy (control article) in the same study using the same methods and evaluation criteria. There was no significant difference between the results with the two different guiding catheters (envoy da and envoy) in the same study using the same evaluation criteria. Based on the information, clinical and procedural factors appear to have contributed to the reported event. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective action will be taken at this time.